Event description:
A malfunction alarm identified as malf 9 was reported, and the customer sought assistance. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on resetting the pump, and after a successful reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears.